Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an event where the patient was hospitalized due to pneumonia during which a hypoglycemia event occurred. The event happened between the evening of (B)(6) 2025 and early morning of (B)(6) 2025. The patient complained that blood glucose (bg) values were higher than sensor glucose (sg) readings. The patient reported receiving low glucose alerts, but no glucose readings were provided.

Manufacturer narrative:
User reported getting hospitalized for pneumonia and hypoglycemia. Event happened between the evening of (B)(6) and early morning of (B)(6) 2025. According to the user, hospital blood glucose readings were higher than smart transmitter values. At the time of the call, the user was hospitalized but feeling better than when the issue occurred. The user stated receiving low glucose alert on their mobile device at 12:35 am. A review of the data management system (dms) did not show any alert, but based on the provided details by the user, it can be concluded that the system performed as intended by asserting appropriate alerts. The user received treatment at the hospital but could not describe it due to weakness and confusion. The user was prescribed insulin and possibly other medications, which she could not name. User's hcp is aware of the event. Per dms, user is currently using the system with up-to-date information. B4. Date of this report 26 june 2025. G3. Date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer?yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.